Manufacturer narrative:
The cause of the difficulties to ventilate the patient in manual ventilation due to the manual breathing bag not being inflated has been traced to a sticky manual ventilation membrane. It was reported that the manual ventilation membrane was replaced and that this solved the issue. The replaced membrane was however discarded and cannot be investigated. The received device logs confirm the user´s unsuccessful attempts to use manual ventilation. We have not been able to determine why the membrane was sticky.

Event description:
Manufacture's ref #: (B)(4).

Event description:
It was reported that while in use on a patient, after selecting manual ventilation mode, the manual breathing bag on the anesthesia workstation did not inflate and manual ventlation was not possible. There was no patient harm. Manufacturer's ref # : (B)(4).